Event description:
It was reported that bd alaris smartsite extension set was occluded the following information was received by the initial reporter with the following verbatim: smart site bi ext, one port is not working, means out of 2 ports only one working and other is completely blocked, no medicine, no liquid can pass through one affected port.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 22095753. D4. Medical device expiration date: 09/29/2025. H4. Device manufacture date: 09/26/2022. Investigation results: three 20019e7d samples were received for investigation of pr 9433616. One from lot 22095818, and two from lot 22095753. All three samples were received with opened packaging and with residual fluid present in the line. No sample of the product used to access the 20019e7d samples was received to aid the investigation. In order to try to replicate the customer's experience, the samples were tested using a bd plastipak syringe from stock. In each instance, the smartsite components were successfully accessed and fully primed with no flow restrictions identified. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 22095818 & 22095753 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. In this instance, a definitive root cause could not be identified as testing of the returned samples did not identify any product defects or quality deviation that could have contributed to the customer¿s experience. Please note, previous complaints for occlusions have been related to features on the surface of the male luer of the connecting products. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite® and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 20019e7d set in the past 12 months.

Event description:
No additional information.